Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid incomplete bolus alert. Reportedly, the customer navigated to the bolus request screen without exiting. The customer's blood glucose (bg) level was 571 mg/dl. A manual insulin injection was used to address bg.